Event description:
It was reported that right hip revision surgery was performed due to pain, aseptic loosening, avascular necrosis and metallosis.

Event description:
The patient started presenting pain in the right hip on (B)(6) 2015, while getting out of bed. Radiographic and physical assessment determined greater trochanteric bursitis and a lucency on the superior aspect of the acetabular component. The patient was treated with cortisone injection. The symptoms persisted and a right hip revision surgery was performed on (B)(6) 2015 due to pain, aseptic loosening, avascular necrosis and metallosis.